Manufacturer narrative:
Initial MDR report tw #: (B)(4) mfg report # 2249723-2023-00287 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the tether assembly (0997-00-0596). The stm completed the pm with all calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) was found that the tether assembly doppler was broken. There was no patient involvement.

Event description:
N/a.